Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Good faith attempts were made for the explanted generator to be returned and thus far it has not been returned for analysis.

Event description:
Additional information was received about the patient's surgery. During surgery a pin reinsertion was performed that resolved their high lead impedance. Their lead pin was not fully inserted into the header of their generator and was the cause of their high impedance. The patient had a prophylactic generator replacement. No preoperative x-rays were taken. No trauma or injury preceded their high impedance.

Event description:
The explanted generator product analysis was completed. No obstructions were observed in the header lead cavity or connector blocks. In addition, the in-line cavity go gauge test passed. The pulse generator was returned due to prophylactic replacement. High impedance was not duplicated in the laboratory. The header subassembly was observed to be detached from the generator in its "as-received" condition. Tooling marks suggest manipulation during the explant process is the most likely cause for the observed header condition. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Bench test connectors were attached to the negative and positive feed-thru wires to perform final electrical testing in the lab. Other than the header issue, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient's explanted generator has been returned for analysis. Analysis completion is pending.

Event description:
Neurology reported that they had a vns patient with high lead impedance. Their vns was programmed off and they have been scheduled for surgery towards the end of the month. There was no report of any fall or injury prior to their high impedance being attained. (B)(4) attempts will be made for their explanted product to be returned once surgery occurs.

Event description:
Clinic notes were received indicating that the patient¿s device was tested on (B)(6) 2011 and both system and normal mode diagnostic results revealed high impedance.

Manufacturer narrative:
Date of event; corrected data: supplemental MDR #01 inadvertently did not update the event date. Supplemental #05 inadvertently provided the incorrect event date. This report is being submitted to correct this data. Describe event or problem; corrected data: supplemental MDR #05 inadvertently did not include information received from clinic notes. This report is being submitted to correct this data. Relevant tests/laboratory data; corrected data: supplemental MDR #05 inadvertently did not include information received from clinic notes. This report is being submitted to correct this data.